Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered the wire on the permanent cautery spatula instrument was broken. No instrument collision was observed during the procedure. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 04-mar-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. It was confirmed that no fragments fell inside the patient during the procedure. The customer provided a video recording of the procedure and an image of the instrument damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. Failure analysis investigations also found additional failures and related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.156¿ x 0.180¿. The root cause of the ¿broken instrument proximal clevis¿ is typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. The instrument was also found to have mechanical indentations on the distal clevis and distal idler pulleys. The root cause of the ¿mechanical indentations/burrs¿ is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. A review of the provided image was performed by an isi failure analysis engineer (fae). The permanent cautery spatula instrument has suffered a broken pitch cable. A video recording of the procedure was received. The video showed that the permanent cautery spatula instrument had a broken cable while the surgeon was moving tissue with the tip of the instrument. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10200803-0074) was last used on (B)(6) 2022 during this reported procedure with system sk3753. The permanent cautery spatula instrument has 10 allotted uses, and the alleged event occurred on its final use. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. In addition, failure analysis investigations found a missing plastic piece from the instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.